Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the additional failures "j-tube has foreign objects" is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the jet tube. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated manufacturing date and to correct the occupation information. Updated field: b5; g1; h2; h4; h11. Corrected fields: e3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.